Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. It was noted that during the lead extraction portion of the explant, the leads insulation tore and a thoracotomy was required to remove them. The physician felt that the leads were bunched in the superior vena cava (svc), and therefore, were not able to be backed out easily. There was no report of additional adverse patient effects due to the explant procedure. The leads and device were sent to the pathology lab at the hospital to be cultured.